Event description:
Per complaint (B)(4), a patient experienced peri-implantitis and bone loss. The dental implant was removed 11 months after placement.

Manufacturer narrative:
Follow-up submitted to report device evaluation results.